Event description:
Loop sling (model # mla4060-l) being used with a maxi twin lift came undone sometime during its warranty period (delivered to the facility in december 2010). It was reported by the facility that there was no incident and that the sling is not currently in use.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer arjo (B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation.